Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there were loss of prime warnings with the pump. The reporter stated that the patient had a blood glucose of 250 mg/dl with symptoms of nausea. The alleged blood glucose excursion does not meet criteria for a serious injury. The reporter stated that there had been multiple loss of prime warnings with the pump, causing a delay in insulin delivery. The reporter was able to prime the pump without alarms after changing the cartridge. This complaint is being reported because the patient experienced multiple alarms with their pump.

Manufacturer narrative:
Follow-up # 1 date of submission 1/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/04/2017 with the following findings: there were loss of prime alarm warnings observed in the black box history associated with low non-zero force. The pump was exercised for 24 hours and the loss of prime issue was not duplicated. The force sensor calibration passed within specification. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.